Event description:
It was reported that the balloon (subject device) burst inside the patient's anatomy during the procedure. The physician didn t exchange the device and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the balloon catheter hub appeared normal. It was noted that the catheter shaft was severely kinked/bent throughout the entire shaft and the entire catheter shaft was also wrinkled. Functional testing was not required as the reported event was confirmed based on the damage noted to the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per additional information the balloon was confirmed to be in good condition prior to the procedure. Additional information stated "in the end the patient had a stroke, so of course the negative result was due to his preexisting condition. The flowgate did not make it worse." It is probable that the device was damaged during the clinical procedure. It is probable that anatomical factors contributed to the reported event. An assignable cause of procedural factors will be assigned to the reported and analyzed events as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the balloon (subject device) burst inside the patient's anatomy during the procedure. The physician didn't exchange the device and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.